Event description:
Customer called to report the pump had been submerged into pool water for a few minutes. It was stated that the customer forgot to disconnect the pump and appeared water under the lcd screen.